Event description:
The dentist reported that after 9 months that the dental implant was installed in intra-oral region #8. It was verified its loss of osseointegration. 35 ncm of primary stability was achieved, the implant was immediately carried out, patient presented fenestration and immediate load was performed.